Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off during medication treatment of tissue plasminogen activator (tpa) at the emergency department. The device did not save the data and the user had to reprogram the infusion and was not sure how much went in originally. There was no report of patient injury or medical intervention associated with this event. No additional information is available.